Event description:
The account alleged the nurse pushed the max inflate button and the head of bed "sat up abruptly". The nurse was unable to use the siderail controls to lower the head of the bed, so she used the CPR lever to lower the head section. The patient was just out of surgery and the patient's central line was pulled out and had to be replaced. A nurse that was holding an IV pole with 4 IV bags injured her neck.

Manufacturer narrative:
The technician stated that the bed was repaired by the account's maintenance staff by replacing the right siderail ucm circuit board. The technician indicated the siderail had signs of abuse. He found the siderail label was creased and buttons were damaged.